Event description:
A caller reported a malfunction on the pump with a malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to call back if any issues reoccurred..